Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that patients spinal cord stimulation (scs) paddle lead had migrated and was no longer covering her painful areas. The patient underwent revision procedure wherein a new paddle lead and implantable pulse generator (ipg) was implanted. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.